Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant detect function on the implantable pulse generator (ipg) changed the electrogram (egm) vectors. The device remains in use. No patient complications have been reported as a result of this event.